Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: series 7000 standard tibia; cat#7115-0009; lot#t05w128; scorpio ps femur waffle w/lfit; cat#71-4109l; lot#k05w182; scorpio u-dome patella; cat#73-3708; lot#v288; simplex p half dose 1 pack; cat#6188-1-001; lot#rjm357; simplex p full dose 1 pack; cat#6191-1-001; lot#rkm375; simplex p full dose 1 pack; cat#6191-1-001; lot#rlm383. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left knee was revised due to infection. The poly was exchanged for the same catalog number. Rep provided a primary implant sheet and reported that hospital will release no further information.